Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the patient had low blood glucose. Customer stated he had a blood glucose of 57 mg/dl. Customer stated he has turned down the basal to very low. Customer's blood glucose at time of incident was 53 mg/dl. Customer's blood glucose was 158 mg/dl at the time of call. Customer reported that he had treated low blood glucose with food. Customer reported that they had been experiencing low blood glucose for 2 weeks. Customer stated the drive support cap appears normal. The customer was advised to call back to do full troubleshooting. The insulin pump will be returned for analysis.